Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to moisture damage on the keypad trace. No display anomaly or moisture damage to the electronics was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
It was reported that the insulin pump alarmed button error, unresponsive keypad. The customer states that the insulin pump may have moisture damage from the steam from the shower. The blood glucose reading was 345 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.